Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for magnetic resonance imaging (MRI). Prior to the MRI, the implantable cardioverter defibrillator battery longevity was normal, and after the MRI the device exhibited a false elective replacement indicator. The next day, the device battery longevity was back to normal. No device intervention was performed. Patient was stable throughout.